Manufacturer narrative:
The returned device was evaluated and the investigator performed a leak test on the device and observed a leak above the o-ring within the reservoir. The inadequate o-ring reduced the fluid reaching the patient, ultimately resulting in an insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 560 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.